Manufacturer narrative:
Sunquest application interfacing has corrected the problem and will be contacting each affected facility to schedule installing the software correction. Type of evaluation performed. Computer software program code evaluated.

Event description:
It has been reported that the outbound department of health (doh) interface will display an inaccurate microbiology result after crossing the outbound doh interface under the following conditions: a microbiology direct exam (de) test is resulted with a doh reportable isolate (i.e. Acid fast bacilli) with no entry in the culture result field. The de result is filed and transmitted to the doh. The technologist modifies the de result (i.e. Few acid fast bacilli) without changing the culture result field and re-files the result. The doh receives the modified result and an inaccurate result that states, "microbiology result has been modified. No reportable organisms identified at this time."